Event description:
Ait was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was inserted, and the farawave catheter was inserted into the faradrive steerable sheath clear. When air aspiration was performed, bubbling air was drawn in continuously. It was thought to be a malfunction of the valve of the faradrive steerable sheath clear. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned. It was further reported a starter guidewire was inside the sheath prior to, and/or at the time, the air was observed. A pump was used for the irrigation of sheath. The bubbles were observed at the three-way stopcock assembly. After farawave catheter insertion, the guidewire was immediately advanced.

Manufacturer narrative:
B5 describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Ait was reported that during the percutaneous catheter myocardial ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was inserted, and the farawave catheter was inserted into the faradrive steerable sheath clear. When air aspiration was performed, bubbling air was drawn in continuously. It was thought to be a malfunction of the valve of the faradrive steerable sheath clear. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned.